Event description:
A customer reported to beckman coulter, inc. (Bec) that synchron cx5 delta clinical system was leaking wash concentrate. The customer could not remove the wash concentrate bottle, and the leak was causing cuvette failures. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user. The catalogue number for wash concentrate is 445865. The lot number was not provided.

Manufacturer narrative:
The customer was able to remove the wash concentrate bottle and replaced it with a new bottle. The instrument resumed operation and the customer cancelled the service call. The customer stated that the wash concentrate bottle had a hole in the bottom. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance with this issue. (B)(4).